Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was 400 mg/dl at the time of the incident. The customer treated the high blood glucose level with manual injection per the backup plan. The customer reported the ring on top of the reservoir compartment is broken. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with cracked reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and faded serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer.